Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4). Manufacturing date: september 22, 2014. Expiry date: september 01, 2024, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product. Article was manufactured in the us under article number 447.232 with lot number 7712159. Manufacturing location: (B)(4). Manufacturing date: 6/19/2014, part #: 447.232, lot#: 7712159 (nonsterile) - 2.0mm ti t-plate 2 holes head/8 holes shaft. Quantity (B)(4). Lot was release to the warehouse on (B)(6) 2014. Work order (B)(4) released on (B)(6) 2014. Drawing no: (B)(4), rev: r was released on (B)(6) 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery, a surgeon tried to fix the reported plate with cortex screws. At that time, the surgeon felt some hardness from bone of the patient's affected area. Therefore, the surgeon did not choose manually tightening the reported cortex screw. Then, the surgeon started to tighten the reported cortex screw using a screwdriver. However, the reported screw was broken at the thread portion. The surgery was extended for 30 minutes. This report is 1 of 3 for (B)(4).